Event description:
It was reported that during a right hemicolectomy procedure, the reload did not adjust during assembly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge the analysis found that one reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.